Manufacturer narrative:
It was determined after the product investigation that the device was concomitant and this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that during testing at the user facility the device was not accurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during testing at the user facility the device was not accurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.